Event description:
It was reported that during priming with a prismaflex st100, an external dialysate leak was observed between the dialysate port and the support plate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however photos were received and evaluated. Visual inspection observed the reported leak from the dialysate port. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.